Event description:
It was reported that the pulse generator was interrogated one week post implant. Battery data showed a voltage of 2.61, less than 1 k ohm, a magnet rate of 91.5 and an estimated remaining longevity of 0.5 years with a current drain of 231 ua. A second interrogation showed a voltage of 2.59 v. As the patient had an intrinsic rhythm of less than 30 beats per minute at implant, the device was replaced.

Manufacturer narrative:
Final analysis found the high current drain was measured due to a defective capacitor.